Manufacturer narrative:
The device was repaired on site by a smiths medical technician. The reported error was found to be replicated by the technician. The tech reassembled and inspected the mating of the ribbon cable connector and j9 of the main pcba board. Glue was installed per repair procedure and the issue was resolved.

Manufacturer narrative:
Additional information g4 device evaluation: during functional testing, no alarms were present. The reported failure was not confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: correction information h6, h10.

Manufacturer narrative:
Additional information g4 device evaluation: during functional testing, no alarms were present. The reported failure was not confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd and primary audible alarm post occurred in alarm history.